Event description:
IV insyte cath 20 gauge needles would not retract when inserted. Caused needle to go through vein and required double sticks to pt. This is the 3rd instance of this occurring in 10 days.